Event description:
It was reported that the customer's pump screen was not functioning and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to check various troubleshooting steps, but these did not resolve the issue. Consequently, they decided to replace the pump and advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.